Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay due to a contamination in the laboratory. Run analysis of the simplexa results are as follows: (B)(6). Other samples invalid due to ic failure for ec515 errors ntc passed without issues and positive control passed without issues. With several samples invalid due to ec515 errors and the positive samples at or below 22cts, it is likely amplicon contamination that has caused the alleged false positives. The ntc and positive control that passed during the environmental swab test indicate the reagent is working, so it was suspected that the disc lot possibly leaked. Retains of the disc lot mol1455 lot# 14330n were tested and no leaks or low volumes occurred. It is not known what was the cause of the possible amplicon contamination at this time. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x14543n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retain testing of the assay was not performed as the customer suspected disc leakage was the cause of the amplicon contamination. The customer's ntc and positive control passed so it is unlikely the assay reagent is the cause. The subsidiary will continue to work with the customer to assist in the decontamination of their lab. At this time the assay reagent and disc lot issues are not confirmed. This is the 1st complaint on mol4150 lot# x13920n for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay due to a contamination in the laboratory. The customer suspects contamination because environmental swab data is coming up covid positive or with ec515 errors. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.